Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) indicating that impedances were less than 200 ohms. There was also reports of recorded noise and oversensing. It was reported that the patient was evaluated in the emergency room after they had presented due to being out of their medications. It was further stated that they were experiencing fatigue and shortness of breath (sob). It was also reported that this patient had twiddler's syndrome and other mental health issues. Furthermore, the patient reported that this pacer was shocking them. The patient is not pacer-dependent. No asystole was noted. Additional information indicated that the device was programmed to aair mode. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating the patient was upgraded to an implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead was explanted due to the previously reported noise. High threshold measurements were also noted. After extraction, it was noted that the lead appeared fractured at the suture sleeve area. The lead was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.